Event description:
Device diagnostic testing at office visit resulted in high lead impedance reading (dc-dc code 7 and limit), indicating possible device malfunction. The elective replacement indicator was no, indicating that the generator had not reached end of svc. Review of x-rays revealed a possible break in the lead coil at the medial view of a tie down and possible lead/nerve disconnection.